Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. Customer continued to use same supplies for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.